Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h10 have been updated.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifescieces field clinical specialist, regarding a 29mm sapien 3 valve in the aortic position. As the 29mm sapien 3 valve and 29mm commander delivery system was exiting the 16f esheath plus there was additional resistance. The valve and delivery system were getting stuck at the tip of the sheath but was able to be advanced. The sheath appeared visibly normal on fluoro. Procedure was continued. During deployment the 29mm commander delivery system balloon appeared to inflate more on proximal end than distal end which appeared unusual. Valve placement was as intended and no issues with valve upon implant. Once sheath was removed the distal end of the sheath appeared to be missing. Tip not found. No injury at this time. Patient is stable and was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to the return of the device. Sections: d9, g3, g6, h2, h3, h6 device code, type of investigation have been updated. Investigation is underway.